Event description:
It was reported that the video system center had no video signal on the rear bnc connector and a broken bnc connector on the 4k video card. The issue was identified during setup. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.